Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker triggered a lead safety switch on the right atrial (ra) lead due to high out of range pace impedances. Pace impedances were found to be greater than 2000 ohms. At this time, reprogramming was performed and the system will be monitored. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker triggered a lead safety switch on the right atrial (ra) lead due to high out of range pace impedances. Pace impedances were found to be greater than 2000 ohms. At this time, reprogramming was performed and the system will be monitored. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.